Event description:
Caller alleging discrepant inratio value. On (B)(6) 2014, inratio 0.9, alternate poc 2.1. Tests performed on inratio and the alternate poc meter were conducted immediately after one another. Patient's therapeutic range 1.5 - 2.5.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, retain testing was performed during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation was performed. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.